Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
During impaction of final implant-a crack line was observed in the ceramic duraloc option insert.